Event description:
Additional information received that the patient was reported to have possible infective endocarditis, fever, and bacteremia. The product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. Additional information was sent but no further information receive. All available information indicates that the product remains implanted.